Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective action is required since the complaint was not confirmed.

Event description:
Information was received indicating that during use of the device the wings were fragile and break and do not last 30 days as literature indicates. No adverse patient effects were reported.